Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable following interaction with heavy machinery wherein the device was not placed into surgery mode. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.